Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the failure analysis investigation replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.32" x 0.18" was found to be broken off the grip. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the jaws of the force bipolar instrument broke and fell inside the patient and had to be retrieved with a handheld grasper. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the instrument was inspected prior to use, and no damage was noted. The reported instrument did not collide with any other instrument. The fragment that fell on the patient was immediately retrieved. The instrument was removed in a proper way. There was no injury to the patient. The post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.